Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that a pericardial effusion due to rv lead perforation was noted. A pericardiocentesis was performed. The lead was extracted and replaced. The patient was stable.